Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic, increased capture threshold was observed. No action was taken, and the patient will continue monthly follow-ups.